Event description:
Customer alleged advantage system unavailable due to no power. It is noted that the customer had not attempted to use the device in 2-3 months prior to the event. Customer alleged experienced high blood glucose symptoms, attempted to use advantage but could not test due to no power. Customer alleged blood glucose measured by emts was 290 mg/dl and was treated with insulin. Replacement product sent; product return requested.